Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed if the device.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using ruby coils. During the procedure, the technologist inadvertently bent a ruby coil pusher assembly while removing it from the packaging on the back table. The damage to the ruby coil pusher assembly occurred prior to use and therefore the ruby coil was not used in the procedure. The procedure was completed using additional coils.